Manufacturer narrative:
The event unit and two fired clips were returned to applied medical for evaluation. One of the clips was completely closed while the other was partially closed. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit and the returned clips, it is likely that the reported event was caused by the user's clip application technique. The instructions for use (IFU) states "fully compress the trigger against the handle to ensure complete clip formation" and "ensure that each clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap chol. Incident description: during a lap chol procedure, done by surgeon, a clip was not closed well and slipped off. The clip was taken out. They placed another clip and could continue the procedure in a normal way. No problems occured during or after the procedure. I was contacted 1 week after the event and the dr. Didn't remember the event exactly. There was no patient injury. They kept the clip applier and the clip that slipped off, but it disappeared. Last week they found it back. See pictures attached of the package. They took the clip that slipped off out of the stomach and put it in a needle box. The needle box is in the cliptang package type of intervention: clip retrieval. New clip placement. Patient status: did a patient injury or illness occur associated with the complaint event? No patient is doing well.